Event description:
The user facility reported that a 59-year-old male patient implanted with the impella 5.5 for mechanical circulatory support developed thrombus. Upon explant of the pump, a clot was observed inside inlet cage of the device. No further information was provided. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported thrombus was completed. The device was not returned for evaluation. Based on the available information, the root cause of the thrombus in the pump on explant was most likely related to patient condition. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.